Event description:
The hcp reported that the pt's catheter was broken. The catheter was revised and a new pump was implanted. No pt symptoms were reported. The pump was used to deliver lioresal. Additional info has been requested, a follow-up report will be submitted if additional info becomes available.